Event description:
A report was received that the patient developed a cerebral edema, and a mild subarachnoid hemorrhage. The cerebral edema was treated with corticosteroid therapy; no action was taken to address the mild subarachnoid hemorrhage. The reported events were causally related to the study procedure and not related to the device stimulation. The cerebral edema was assessed as unlikely related to the device hardware and the hemorrhage was assessed as not related to the device hardware.

Manufacturer narrative:
Additional information was received that a computerized tomography (CT) scan showed extensive altered edema in the anterior frontal region bilaterally along the source of the leads. The patient was treated with anti edemigenous steroid therapy. A repeat CT scan was performed and the hypodensity consistent with vasogenic edema was slightly more pronounced in both frontal lobes and in the subcortical and deep white matter surrounding the intracerebral electrodes. It also revealed the small hemorrhage was in the right anterior frontal region and no other hyperdense areas consistent with bleeding in the white or grey matter were observed. The patient was discharged with plan to continue steroid therapy and return for follow-up CT scan. The patient returned for follow-up visit and repeat CT scan which revealed modest, simultaneous reduction in the edema surrounding the catheters. The patient was advised to continue steroid therapy for 5 more days then discontinue. The CT scan also revealed almost complete reabsorption of the hemorrhage in the right frontal region.

Event description:
A report was received that the patient developed a cerebral edema and a mild subarachnoid hemorrhage. The cerebral edema was treated with corticosteroid therapy. There was no action was taken to address the mild subarachnoid hemorrhage and the event resolved. The reported events were causally related to the study procedure and not related to the device stimulation. The cerebral edema was assessed as unlikely related to the device hardware and the hemorrhage was assessed as not related to the device hardware.